Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. The pump was received with missing reservoir tube o-ring, broken belt clip rails, faded serial number label, cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 12.7 mmol/l at the time of the incident. The customer stated that the clear plastic ring at the top of the reservoir compartment fell off. The customer was not in a car accident. The product was returned for analysis.